Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that the patient faced a leakage event with an infusion set after being used for less than a day. There was no stress or pull on the infusion set tubing. The location of the leak is quick release. Patient confirmed that pump was not dropped with set in place. No further information available.